Event description:
It was reported that a physician was using an admiral xtreme pta balloon catheter and performed esophageal dilatation surgery on a patient. No abnormalities were noted during preparation and inspection of the admiral device prior to use. No difficulty was reported removing the protective sheath of the device. No difficulty was noted when loading the device onto guidewire and no resistance was encountered during delivery of the device. During the surgery, the admiral xtreme pta balloon catheter had an air leakage. The device failed to inflate due to a possible balloon leak. A leak was noticed when the device was removed from the patient. The physician changed to another balloon to complete the surgery. No patient injury or clinical sequelae were reported. Device evaluation: during the technical investigation the returned sample was visually inspected. Catheter hub do not show any defect. Shaft tube has four kinks along its length: at 155mm, 260mm, 820mm and 1200mm from the distal end of the strain relief. Balloon appears unfolded and a small balloon rupture is visible on the distal balloon shoulder (transition between the cylindrical portion and the distal cone). A 0.035'' guide wire was inserted in the guide wire lumen without resistance. A syringe willed with water was used to apply negative pressure to the balloon and air bubbles appeared in the syringe. The balloon was inflated with air in order to allow inspection of the pinhole under the microscope. The pinhole is a rupture with a v shape with a width of around 0.78mm.

Manufacturer narrative:
Evaluation, results: unapproved use of device-device used in the esophagus; deformation problem ; related to operational context-event most likely procedural related; user/device interface -device used in the esophagus. Conclusion: off ¿label, unapproved or contraindicated use-device used in the esophagus; operational context caused or contributed to the event-event most likely procedural related. (B)(4).